Manufacturer narrative:
Information was received from a consumer who is not required to complete form 3500a. Evaluation summary: no information detailing a medical investigation as to the cause of the pain is provided. Post-operative x-ray reports are provided that indicate, "two views show the left hip prosthesis to be in satisfactory position. The alignment is satisfactory. No complication features are noted." Pain can be caused for a variety of reasons, some of which are given here: dislocation of the joint, infection, soft tissue impingement of the prosthesis, pseudo tumors due to particulate debris, leg length / offset discrepancy, loosening of the prosthesis, fracture / breakage of the prosthesis. With the information provided, however, no root cause for the pain can be determined. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or...

Event description:
It is reported that the pt started to experience pain 6 months post-op and is on pain meds that are not helping, so that he must walk with crutches. Revision surgery is planned for (B)(6) 2010.